Event description:
After having the essure procedure in 2011, I have since experienced severe pain, continuous bleeding daily requiring constant use of feminine products and emotional distress. After having an ultrasound, it was determined the essure spring has moved and lodged itself into my uterus. The product has been traveling through my uterine muscle for two years now. The doctor would like to perform a hysterectomy, but, due to economy and my current lapse of insurance. I am unable to have the procedure. I am (B)(6). To date. I have always been healthy with no health conditions. I do not smoke, drink or use drugs at all. This product has caused me indescribable pain, my intimate life with my spouse is nonexistent. I have to limit play with my children and take frequent breaks at work due to pain and bleeding.